Event description:
It was reported that during a lap sigma procedure, there was an incomlpete staple line (only 2/3). No further information is available. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.